Event description:
Volume discrepancy was reported. It was noted that prophylactic pump removal occurred to avoid in-vivo battery depletion it was reported that prior to replacement, at least once, the expected volume was different than the actual volume, values were not provided. At the time of replacement the expected residual volume was 5cc, actual residual volume was 2cc. No rotor or dye study was done. Patient outcome reported as recovered without sequelae. The drug infused in device system was unknown.

Manufacturer narrative:
Catheter model 8709, lot# j10860r60, implanted: 2002-(B)(6), accessory model 8575, lot# j0447115r, implanted: 2005-(B)(6), (B)(4). Devvice returned, analysis not yet compltede. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found no significant anomalies. End of service (eos) occurred due to time progression.